Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Post-impaction surgical team found a piece of metal near the wound and we discovered it had broken off the end effector. Case type: tha.

Event description:
Post-impaction surgical team found a piece of metal near the wound and we discovered it had broken off the end effector. Case type: tha.

Manufacturer narrative:
Reported event: post-impaction surgical team found a piece of metal near the wound and we discovered it had broken off the end effector. Case type: tha. Device evaluation and results: visual inspection. Visual inspection confirms fractured device. A piece of the 206966 reamer barrel is missing. See attachments for images of instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows failure of device. Functional inspection: functional inspection as not completed as visual inspection clearly shows failure of device. Material analysis: material analysis was completed as part of root cause investigation of CAPA 1450905. Device history review: review of product history records indicate 50 devices were manufactured under lot no 19170418 and accepted into final stock on 9/21/18. No nonconformance's were identified at this time. Complaint history review: review of complaints in catsweb and trackwise related p/n 206967, l/n 19170418 shows 1 additional complaints related to failure in this investigation. (B)(4). Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.